Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was difficult to open. A field service engineer (fse) removed the drawer from the station and found that both rails needed replacement. The fse replaced both rails, returned the drawer to the station, powered the station down, reconnected the drawer, and powered the station back on. The customer then recovered and tested the previously failed drawer, confirming that all drawers were functioning normally after the replacement. The system functioned as intended after the field service engineer repaired the device.